Event description:
Patient undergoing arthrodesis, right first metatarsophalangeal joint. When placing the cortical locking screw, the head of the driver shaft hexalobe broke and got stuck in the screw head. The manufacturer representative was present and informed the surgeon that there was no tool to remove the screw head. The head of the driver shaft was left in the implanted screw. There was no apparent patient harm.